Event description:
Operator experienced an issue involving discrepant sodium results. Two patient examples were provided. Pt 1, initial result 132 mmol/l, repeat 139 mmol/l. Pt 2, initial result 133 mmol/l, repeat 141 mmol/l. The initial results were not reported. The field service representative was unable to determine the root cause, but noted he replaced the ise tubing. Performance tests performed which were within specification.